Event description:
It was reported that during a meniscal repair surgery, after t1 was implanted, the t2 could not be fixed into the meniscus, the needle came out of the track. Surgery resumed after a non-significant delay of less than 30 minutes; however it is unknown if there was a back-up device available. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found he implant and the device with the needle out. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device causing premature deployment. No containment or corrective actions are recommended at this time.